Event description:
It was reported that the 9800 system c-arm vertical column will not raise. It was noted that the down button works intermittently and the monitor screen is going dark. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an investigation. Based on info provided the following component has been ordered. A 24v power supply. It is believed that once the identified component is replaced, the reported issue will be addressed. If any additional info is received that indicates otherwise, a followup report will be submitted as required.